Manufacturer narrative:
Batch review performed on 02 december 2020: lot 1903517: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient communicated through the company website that he had a revision surgery 8 months after primary, on (B)(6) 2020 with an unknown surgeon. The reason for the revision was due to loose tibial tray component.